Manufacturer narrative:
The peritonitis occurred on an unspecified date "early (B)(6) 2022". This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in peritoneal dialysis infection. The breach in aseptic technique was further described as due to incomplete disinfection. The event was manifested by cloudy effluent. It was not reported if the patient was hospitalized for the event. The patient was treated with vancomycin and another unspecified drug for treatment. At the time of this report, the patient was recovered from the event. Pd therapy was ongoing. It was not reported if the patient was retrained on the proper aseptic technique. No additional information could be provided as the reporter declined follow up.